Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to evaluate the reported problem. The customer indicated they ran 18 customer samples today in tubes and there were five (5) barcode misreads. The fse inspected the misread tubes and found that four (4) tubes had labels attached so that the barcode was too low and one (1) label was severly skewed. The fse educated the customer on proper labeling of the tubes in use. The reported problem was resolved by the fse and the aia-360 analyzer was returned to use. The most probable cause of the barcode reader issues is related to operational error. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address operation, maintenance, and troubleshooting pertaining to the aia-360 system. In addition, detailed information is provided on barcode label specifications and precautions for use. Positioning of the barcodes at the sample holder when using test tubes is provided along with barcode effective read range with illustrations. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report barcode read errors during use of the aia-360 analyzer. Further information indicated this was occurring intermittently and that the barcode reader may need an adjustment. Tts advised the customer to clean their printers, check the label stock and confer with their lis people. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.